Event description:
Customer had gallbladder, half of pancreas taken out due to a tumor, and part colon removed. Since the surgery, the customer had a reading of "hi" a month ago at bedtime and didn't know what customer was. Customer was sweating and had a headache. Customer reportedly took 20 units of 70/30 novolin. An hour later customer was sweating and tired and could barely move. Customer called the paramedics. Customer took a glass of orange juice, and banana. When they got there they gave customer more orange juice. They tested and had an 89. Customer refused to go to the hospital. By the time they left it was over bg200. Since then customer tested against friend's meter and got a "hi" on customers meter, and a bg 198 on friends surestep same finger stick. Customer doesn't trust the meter now and thinks meter was inaccurate on the day the paramedics came. Customer has stopped taking as much insulin because customer thinks the meter is inaccurately high. Customer was 379 before calling today, and took 15 units insulin. While on phone customer was bg339. 20 mins after taking insulin. Customer said customer was sweating very much. Recommended calling doctor. Customer said they'd just tell customer to go to the ER room. Sending a letter to customer to obtain more info.